Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed with a battery out limit while programming a bolus delivery. The patient's blood glucose at the time of incident was 146 mg/dl. The customer received a replacement battery cap but that did not remedy the issue; the alarm persisted. The customer also mentioned intermittent response in some of the buttons. The customer did not recall any significant events leading to the battery and keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. The pump had normal operating currents, and no unexpected off no power, low battery or battery out limit alarms were noted. The pump also had a cracked case at the display window corner, minor scratches on the lcd window, and a cracked reservoir tube lip.